Manufacturer narrative:
Concomitant medical products: product ID: 977c165, serial #: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative, regarding patient's implantable neurostimulator (ins). It was reported that patient had lead and ins implanted (B)(6) 2018. Rep called patient to remind him of normally scheduled "adative" stim set-up appointment for (B)(6) 2019. Patient reported that he was currently in-patient at a hospital, went to an emergency department on (B)(6) 2018 with increased back pain. By the end of the day he was unable to move his legs. Stimulator was emergently explanted friday (B)(6) 2018. Patient found to have (B)(6) infection, but of unknown origin. The issue was resolved at the time of the report. The devices were discarded. There was no plan to replace in future. There was no hcp associated with the event. Patient's weight was asked but unknown. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that the circumstance that led to the increased back pain, paralysis, and (B)(6) was the patient stood up from a recliner chair, then had significant pain and was unable to walk up right. The patient stated that the steps taking to resolve these issues was they went to the ER and had x-rays, dilaudid, toradol, nausea meds, and steroids via an IV. The patient stated that no they are still not able to move or feel legs as of (B)(6) 2019.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient¿s wife. The caller reported that two days after the implant, the patient was in extreme pain - lower back and went to the emergency room (ER) on the (B)(6). The caller stated that the patient had x-ray and patient was given dilaudid and discharged. The patient¿s stimulation was not turned on yet. The caller then contacted the patient's healthcare provider (hcp) and was told that the pain was the patient's normal back pain. The caller stated that when the stimulation was turned on, the pain subsided. The stimulation was turned on on (B)(6) 2018. The caller stated that the patient had weird sensations around (B)(6) and on the (B)(6), that the patient could barely stand and had severe pain in the lower back. The caller stated that they called both the hcp and spoke with the manufacturer representative (rep), and the hcp directed the patient to go to the ER. The caller stated that the patient couldn't walk (paralyzed) at this point so the patient was sent by ambulance. The patient had an MRI and it was noticed that there was fluid around the stimulator. The caller stated that the patient was sent to the hospital on the (B)(6) and the stimulator was removed at 3 am that same day, and the patient was in acute care until the (B)(6). The patient was found to have an infection, the infection was confirmed, and treated with antibiotics. The strain was staph and streptococcus and treating for (B)(6). Additionally, it was stated that the patient was in the regular hospital from (B)(6)- (B)(6) and then sent to acute care rehab from january (B)(6). The day of the call, the caller and patient were at the ER again because they were sent there by the rehab facility due to blood clots in the patient¿s groin and abdomen. The caller stated that the patient's left leg is twice its normal size, and that right now the patient is paralyzed from t10 down. Today in the ER, they did blood work and the patient will be having a CT scan and x-ray a little bit later. No further complications were anticipated/reported.